Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving gablofen (1000 mcg/ml at 300.7 mcg/day) via an implantable pump for intractable spasticity and stroke. It was reported that the patient was having their pump refilled today and the healthcare provider (hcp) noted there had been multiple motor stalls and recoveries. There had been no electromagnetic interference (emi) around the pump and the patient did not have a magnetic resonance imaging (MRI). Currently the pump was not stalled. Technical services discussed motor stalls. Additional information was received from a healthcare provider who stated that the logs showed the first stall occurred on (B)(6) 2021, 3 stalls on (B)(6) 2021, and one each on (B)(6) 2021. The patient will be coming into the office today. Technical services reviewed considerations around motor stalls and advised them to consider any possible magnetic interaction in the patient's environment. Reviewed option to replace the pump if they couldn't  determine the cause of the stalls.

Event description:
Additional information received from a healthcare provider indicated that the cause of the repeated motor stalls was not determined. Actions/interventions taken included monitoring the pump. The resolution is to be determined at the next refill. The patient's weight was 118 pounds. The devices remained implanted and in use.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.